Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information. This device is not distributed in us so that unique identifier is blank. This device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805.

Event description:
Engineer had pre-test of scope function & connection, before firmware upgraded. And checked no problem with that scope. But after firmware upgraded, scope connection failure happened. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: we checked the returned unit and confirmed, that the internal data of the pcb for driver(cmos) damaged. Based on the result, we concluded, that it was caused, due to incompatibility between the firmware upgrade and pcb. Resulted in image failure (color, noize, shadow, etc.). Correction information: h6: coding changed, based on the investigation result.